Event description:
Initial reporter indicated that they had been admitted to the hospital for an increase in seizures. He said that his seizures were very severe. While in hospital, his medications were increased. It is unknown if the patient's seizures are above or below their prevns baseline rate and the relationship to their vns therapy. Good faith attempts have been unsuccessful to date at attaining further information. The patient is scheduled to have their vns generator replaced on (B)(6)2010. Good faith attempts will be made for product return after the surgery.